Event description:
The complainant alleged that while attempting to pace a patient, the device failed to capture the patient's heart rhythm. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.